Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they had fit issues with the device. This issue was related to their previous reports where the inner cannula was not clicking in place in the trach and can slide right out. Additionally, it was stated that the defect was seen at umroi facilities when an rt highlighted the issue after he and a nurse practitioner encountered fit problems with several patients. A different lot number was found that worked for the patient, and the staff was informed. There was patient involvement and no adverse event reported.

Manufacturer narrative:
G1 - contact office email and h4 - device mfg date; correction. D9: date returned to mfg.: 9/17/2024. Two unopened device samples from the reported lot number were received for evaluation. The complaint was confirmed. The cause was due to manufacturing. The manufacturing inspection procedure was updated to add detailed instructions for the use of the inspection gage and add acceptance criteria. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.